Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on.

Manufacturer narrative:
The product has been rec'd and a f/u report will be submitted when the investigation is completed.